Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Manufacturer of device is unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, void >1 mm in non-textured, white particles in device inner surface and one curved opening. A leak test and microscopic analysis was performed which identified one opening sharp. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is one sharp opening in the side anterior assessed as unidentified (tear) opening. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.